Event description:
It was stated that the reporter was in the hospital with 4 other patients with defective pacers but they couldn¿t name the patients. Refer to manufacturer report # 3007566237-2014-01558 for first defective pacer.

Manufacturer narrative:
(B)(4).